Event description:
It was reported that there was a malfunction identified by a specific code on the customer's insulin pump, which had occurred multiple times. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer continued to use the current pump while awaiting a replacement that was sent with updated software.